Manufacturer narrative:
Investigation summary: the evaluation revealed the crown drill and one step conical reamer to be the primary products. A review of the DHR was not possible because the lot codes were not traceable; (B)(4) was already initiated to optimize the supplier incoming inspection documentation regarding traceability. The nc is still ongoing. During investigation no material, design or manufacturing related issues were found: both instruments were insertable into the returned sleeve, a dimensional and hardness inspection show no deviations. Therefore the damaged and abraded cutting edges, cutting tips and surfaces of both instruments are the result of an inadequate usage. Both items were used with a three-jaw-chuck, not with the required t-handle with ao-coupling like addressed in the operative technique. The three-jaw-chuck indicates that both items were used with a power tool. Due to too high rotational forces combined with blunt cutting tips and edges the cutting performance was low and heat was generated and transported from the drill/reamer to the sleeve and finally to the skin in contact to the sleeve. The IFU and operative technique includes several warnings and precautions that reaming and drilling shall be performed with hand and t-handle, drilling shall be performed with caution and only sharp drills/reamers shall be used. Furthermore using a power tool can generate heat so carefully usage is required. Based on the evaluation the case was caused by the user and not by the design or manufacturing. No discrepancies were detected during risk analysis review. Non-conformity identified.

Event description:
During g3 long nail surgery, the surgeon used the crown reamer and conical reamer for drilling to insertion point. But it was difficult that the drill does insertion point (the patient's bone was hard). The surgeon was somehow drill, but patient's skin burned with frictional heat of sleeve and the reamer (5 cm x 2 cm).

Event description:
During g3 long nail surgery, the surgeon used the crown reamer and conical reamer for drilling to insertion point. But it was difficult that the drill does insertion point (the patient's bone was hard). The surgeon was somehow drill, but patient's skin burned with frictional heat of sleeve and the reamer (5 cm x 2 cm).

Manufacturer narrative:
Device will not be returned. If additional information becomes available it will be provided on a supplemental report. H3 other text : device disposition is unknown